Event description:
Additional information indicates that additional product troubleshooting was performed during a revision procedure and a (B)(4) joule commanded shock was delivered and an open circuit error message was displayed. Subsequently, this patient's rv lead was surgically capped and this crt-d was explanted and replaced due to the reported product performance issue.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an acute increase in shocking impedances greater than 125 ohms. The system was tested in all configurations and all measurements were out of range. There was no noise on the shock egram and there were no events with therapy in the logbook since implant. Prior to the this finding the impedances had been consistently in the 40's. Boston scientific technical services (ts) discussed troubleshooting. No adverse patient effects have been reported. Additional information indicates that an x-ray was performed and no fracture was observed. The cause for the high impedance measurements are unknown at this time. The patient was to undergo a replacement procedure in the future.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection did not reveal signs of arcing on the can of the crt-d. There were minor scratches, both on the can and on the header of the device, and sign of a loose header on the front side of the device, which could have been worsened when explanting the device. An x-ray indicated that the df- wire inside the header was broken. The memory of the device was reviewed and the daily lead impedance measurements were recorded to be high and out of range since the product was implanted. Manual lead impedance measurements were all normal expect the shock lead impedances. The manual shock lead impedance measurement also confirmed that the shock lead impedance was out of range or greater than 125 ohms. It was confirmed that this device, as received, was capable of delivering all brady therapies (pacing signals) as programmed, but not shock therapy due to open df- wire. Based on the above observations, the fault code and the high shock lead impedance measurements that were observed in the field were due to electrically open shock lead wire inside the header which could have been caused by a lose header.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.